Manufacturer narrative:
The subject device was not returned to olympus for evaluation and the investigation is in process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), when the tip cover of the single use distal cover (maj-2315) was attached to the subject device (tjf-q290v) and used, the rear end of the cover was torn and the tip cover fell off. The tip cover fell out of the patient¿s body, it was recovered, and the intended procedure was completed. There was no patient/user harm or injury reported due to the event. This report is being submitted for the tjf-q290v under the medwatch with patient identifier (B)(6). The maj-2315 was submitted under manufacturer report number: 8010047-2022-10353.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the inlet port for inserting in the endoscope on the opposite side of the normal notch has been torn.'' Therefore, the distal cover (maj-2315) that has abnormalities, such as cracks, cleavage, or deformation due to external load was attached. It is also likely the distal cover (maj-2315) was attached forcibly while the suction and biopsy channel outlet were closed (the forceps elevator was raised). Additionally, the distal cover (maj-2315) was installed by pressing other parts without pressing the center of the distal end or, it was not securely attached to the distal end. The event can be detected by following the instructions for use (IFU) which state: 3.5 attaching accessories to the endoscope: attaching the single use distal cover. 7 operation_7.3 attaching the distal cover. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (maj-2315). Regarding the prevention of the detachment of the distal cover from recurring, the facility, the following was confirmed: the facility did not reconfirm the correct operation method by contacting olympus or another expert within their facility. The facility did not carefully review and follow the instruction manual. The facility did not educate or continuously educate its personnel about handling methods. The facility did not inspect the distal cover prior to attachment. The facility did not use care when attaching the distal cover, so that it does not crack. In addition to the above, the following additional information was obtained: the interviewee states that if not careful with the amount of force, the tip of the cover will tear. However, it is difficult to adjust the force because the cover cannot be attached to the scope correctly unless force is applied. Due to the above, the interviewee states that after the distal cover falls off, the device is carefully installed so that the cover does not tear. Careful observation is made for damage. However, this is a personal measure and not implemented by the organization. Although it was noted by olympus that the new distal cover is being used at the facility, the nurses did not recognize the difference between the old and new design. It was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are kept in their product carton (until time of use) and stored in the endoscope cabinet. The facility reported that they do not know the specific chemicals used when the distal cover detached. Although it was confirmed that no chemicals were applied to the distal end of the endoscope, it was stated that no defogger should is used during an endoscopic retrograde cholangiopancreatography procedure (ercp). Dimethicone (internal liquid 2%) and tap water (about 300ml stock solution diluted to 1500ml and used separately in each place) is administered directly into the body through the forceps channel during endoscope insertion and sent to the forceps channel to lubricate. Contrast (urografin) is administered through the cannula during the endoscope insertion. Lidocaine hydrochloride (viscous 2%) and thrombin liquid mochida (soft bottle 5,000) are administered orally to the patient before the inspection. Water with dimethicone is used during endoscope preparation and pre-use inspection. It was confirmed that a crack has never been observed on the distal cover before attaching it to the endoscope.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.